Event description:
(B)(4) - the customer stated the mvps mechanical wheelchair tire rim was found bent on the right side during assembly, and out of the box. There was no patient injury reported.

Event description:
On (B)(6) - the customer stated the mvps mechanical wheelchair tire rim was found bent on the right side during assembly, and out of the box. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Initial pr # (B)(4) issued MFR report #1525712-2012-01737 indicating the manufacturer aware date as (B)(4) 2012. The correct date is (B)(4) 2012. (B)(4) no RMA has been initiated for this issue. Model mvps, serial number/date code (B)(4) is approximately two months old. The owner's manual part number 1106638 rev. B (oct-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male. However, age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model mvps, serial number/date (B)(4) is approximately two month old. The owner's manual part number 1106638 rev. B (oct-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male. However, age, height and weight are unknown. The consume's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.